Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient¿s mother reported a calibration error which occurred the day the sensor had been inserted. She stated she drove the patient to a hospital and then the patient was flown to a different hospital location. The patient¿s glucose level was high (no continuous glucose monitor or blood glucose values provided), she was in diabetic ketoacidosis (dka), and she was given IV insulin and hydration fluids. A computed tomography (CT) scan was performed to make sure her brain was okay, but no related symptoms or test results were provided. At the time of the call the patient was still hospitalized and was doing fine. The mother expected her to be discharged that day or the following day. The mother stated she did not think the calibration error directly caused the event but that it could have been prevented if the device was working correctly. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.